Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an eye lid surgical procedure on an unknown date. Granuloma formation was observed beneath the knot on the lower eye lid approximately one week post-operatively. The surgeon opines that suture absorption did not occur during scheduled time, as in the past the knots just fell off. The patient was treated with cortisone ointment with not much success.